Event description:
Reporter stated that pt obtained results of 22.0 mmol/l, 8.9 mmol/l, and 10.9 mmol/l, within 2 mins, on the performa system. No adverse event associated with the alleged malfunction was reported. The manufacturer requested the return of the suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B) (6).

Event description:
Reporter stated that patient obtained results of 22.0 mmol/l, 8.9 reporter stated that patient obtained results of 22.0 mmol/l, 8.9 mmol/l, and 10.9 mmol/l, within 2 minutes, on the performa system. No mmol/l, and 10.9 mmol/l, within 2 minutes, on the performa system. No adverse event associated with the alleged malfunction was reported. The adverse event associated with the alleged malfunction was reported. The manufacturer requested the return of the suspect product for evaluation. Manufacturer requested the return of the suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B) (6).